Manufacturer narrative:
Device evaluation anticipated, but not yet begun. No adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.

Event description:
Customer called to report elevator tip broke during a procedure. No adverse effects were reported as a result of this event, this device is subject to the two year malfunction rule.

Manufacturer narrative:
The non-conformance database was reviewed and no deviations were identified for this lot. The warnings in the package insert state this type of event can occur. The elevator was visually evaluated and the tip has been chipped off. The fragmented piece was not returned. There are no signs of discoloration or other signs of significant wear. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user.